Event description:
It was reported that during a gastric band procedure, the tubing strain relief came off the metal connector. After the piece came off, they could not get the plastic tubing to stay on the metal. They opened a new one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D10; h6: info anticipated, but unavailable at this time.